Manufacturer narrative:
During preventive maintenance, the thermogard console (sn (B)(4)) displayed a "coolant level low" message, although the coolant reservoir was full. The root cause of the observed message was due to a defective coolant sensor block. As part of routine service during testing, the console was examined and a cover of the prime switch was noted damaged and the casters were loose. This type of physical damages found during the visual inspection is characteristic of the user mishandling. During functional testing, the thermogard console displayed a "coolant level low" message when the coolant reservoir was full. The coolant sensor block was replaced to address the observed problem. Following the repair, the thermogard console was tested and passed all the testing criteria and functioned as intended. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard console with sn (B)(4).

Event description:
During preventive maintenance, the thermogard xp ivtm system (sn (B)(4)) displayed a "coolant level low" message, although the coolant reservoir was full. No patient involvement.